Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a coronary diagnostic procedure, which was completed as planned despite the limitation of the table brake. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo pc failed to start. A review of the system log files showed the malfunctioning of geo pc. To resolve the issue, fse replaced the geo pc and reloaded the software. The malfunctioning geo pc was returned for failure part analysis, and the problem was identified as low battery voltage. After replacement of the geo pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently, the geometry computer would fail to start. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.